Event description:
This lead was implanted in 1993 and still remains implanted at this time. It was noted on (B)(6) 2016 that the lead exhibited myopotential noise, low impedance measurements and high and unstable threshold which could all be possibly due to lead insulation or connection issues. The lead was also undersensing and it failed to capture at certain points. No information given on the physician and health care facility. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).